Event description:
It was reported that the patient with this right ventricular (rv) lead experienced an increase in rv threshold while shoveling due to lead dislodgement, which was confirmed by lead measurements and xray. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced an increase in rv threshold while shoveling due to lead dislodgement, which was confirmed by lead measurements and xray. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found dried body fluid and tissue around the helix. A stretched coils at approximately 270 millimeters (mm) and 410 mm from the terminal end of the lead, along with cuts observed in the suture sleeve. Blood or body fluid was present within the lumen of the lead. A stylet insertion test was unsuccessful, with blockage encountered at approximately 555 mm from the terminal end, likely due to the presence of blood or body fluid within the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed dislodgement, or high pacing threshold measurements more likely than what is described in the instructions for use as a known inherent risk of the use of this product.